Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The abbott customer technical advocate (cta) noted that the customer determined the patient sample was not inspected before it was run and may have had bubbles in the sample. The cta also noted the discrepant result issue was resolved with customer instruction. The axsym system operation manual contains adequate information for resolving discrepant result issues. The manual lists multiple probable causes and corrective actions for discrepant results. The probable causes listed include bubbles in sample. The hiv ag/ab combo package insert contains adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes all samples should be inspected for bubbles, and bubbles should be removed prior to analysis. Service history review found no additional discrepant result complaints have been documented on axsym serial number (B)(4). Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01 related to the issue under evaluation.

Event description:
The customer stated that a negative axsym (B)(6) result was generated on a patient on (B)(6) 2011. The same patient was redrawn and tested positive. The sample from (B)(6) was then retested and the result was positive. No specific patient data was provided. The negative result was not reported out of the laboratory. No impact to patient management was reported.